Manufacturer narrative:
(B)(4).

Event description:
Nurse called and reported signal loss on clarity. Called pt and he said that he had signal loss for 12 hours but is not able to talk on the phone because he is at work. He can communicate via email.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.